Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few weeks after this insertable cardiac monitor (icm) was implanted the patient was unable to pair to the patient application. A few days later the patient was checked in the office and the clinic assistant was also unable to pair to the device. The plan was to explant and replace the device, but an x-ray was performed prior to the procedure that was unable to find the icm device. It was noted that the device was no longer implanted and must have come out. The patient has special needs, but there was no recollection of picking or pulling out the device. A new icm was implanted successfully. No additional adverse patient effects were reported.